Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed by greatbatch to confirm the reported event. The lot number was also not reported so it is unknown how long the device has been in the field. The cause of the reported event is unknown as the complaint sample was not returned to greatbatch. Complaint information provided by distributor, (B)(4). The reported event occurred in (B)(6). Not returned to manufacturer.

Event description:
It was reported during a hip arthroplasty that the grater would not work properly, seems dull. There were no consequences or impact to patient.